Manufacturer narrative:
Manufacturing site: (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had been fine without problem and being under routine post-procedural monitoring. Distal end of the returned microcatheter was missing when the subject microcatheter was returned. The tip breakage site was observed under a microscope. It revealed that there were multiple small dents and scratch marks on the surface of the remaining tip. These were assumed to be caused when something hard and edgy seized the tip. Near the breakage site, circumferential cracks were observed suggesting the tip separation caused by tensile stress. Approximately 2 mm of the tip end was missing and the tip breakage occurred at the border between the polymer part and the underlying braids. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the tip became separated by tensile stress exceeding the product's design limit while the distal portion of the tip was trapped by the heavily calcified lesion. There was no indication of product deficiency. Instructions for use states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During a pci to treat a heavily calcified 90-99% stenosis in the lcx #11, a 0.014 inch guide wire was advanced and crossed the lesion followed by the subject microcatheter. The guide wire was exchanged to a rota wire and then a rotablator was used. The microcatheter was re-advanced in order to remove the rota wire when the tip of the microcatheter became separated. An attempt was made to retrieve the separated tip but it went unsuccessful. The physician decided to leave the separated tip. The blood flow was re-established by stent deployment and the procedure was completed.